Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. The device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.

Event description:
The insulin pump was returned without a complaint. No further information was provided.